Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The cm reported a venous pressure alarm occurred and the technician re-adjusted the needle and reset the alarm. A minor blood leak was then detected and the dialysate was tested with a strip which cam back positive. Upon follow-up, the cm confirmed the blood leak was internal and occurred one hour after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on a different machine the machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The cm reported a venous pressure alarm occurred and the technician re-adjusted the needle and reset the alarm. A minor blood leak was then detected and the dialysate was tested with a strip which cam back positive. Upon follow-up, the cm confirmed the blood leak was internal and occurred one hour after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on a different machine the machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The customer returned one dialyzer from the reported lot without prepackaging pouch for evaluation. The dialyzer was returned with the corporate blood port and adapter caps attached. The fibers were tinged with blood, and blood was present in the header caps. During gross visual examination, a kinked and looped fiber was observed at approximately 110°, with the ports at 0°, on the cavity ID end. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there was no other complaint reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.